Manufacturer narrative:
The astral device was returned to resmed. Evaluation could not confirm the reported complaint, however, review of the device data logs revealed an error message (sf179) related to the super capacitor. Visual inspection of the main circuit board revealed a leaky super capacitor. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement. The device was not in patient use when the reported event occurred.